Event description:
A friend of a patient reported a patient with juvéderm® voluma¿ xc in their cheeks is "in the hospital" and was "diagnosed with herpes and chephalitis." This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "herpes" is considered an unexpected adverse drug experience.